Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the end user indicating that the eyelet portion of two needles broke during a suture outside of the patient. No injury or death was reported. This report was filed in our complaint handling system as (B)(4).

Event description:
Aspen surgical received a report from the end user indicating that the eyelet portion of two needles broke during a suture outside of the patient. No injury or death was reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the end user indicating that two 1/2 circle taper point needles broke during a procedure. The actual device was determined to be available for evaluation. The manufacturing lot number was also provided for review. The end user indicated that the eyelet portion of two needles broke during a proximal hamstring procedure. The needle broke external to the patient while performing a surgeons knot. The pieces were retrieved from the field and retained. The patient tolerated well and follow up care was not required. Analysis result of the finished good lot number was reviewed. No non-conformance's were noted in the DHR. The product was returned and evaluated. Both needles were broken at the eye of the needle. Clamp marks were noted close to the eye of the needle. According to aspen surgical's IFU, the needles should not be clamped directly on the eye of the needle to the point and should be applied to the flat portion of the needle about 1/4 of the needle length from the eye end. A review of the samples returned show that the needles were clamped improperly and were too close to the eye or point, which likely caused them to break. Based on this information, the root cause is attributed to customer misuse and no further action is required.